Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The on/standby switch was replaced. Patient information could not be obtained due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit shut down. The anesthesia machine was replaced. There was no reported patient injury.